Event description:
It was reported that when the patient presented to the hospital for symptoms from a medication change and unrelated procedure, intermittent beats that were not pacing was observed. The device was reprogrammed and patient will monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.